Manufacturer narrative:
The sight reported that the light adjustable lens was explanted from the patient. No additional information was provided as to the reason for the explant. Rxsight's first awareness was 9/16/2021. The device history record was reviewed. No issues were noted. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. Visual and optical testing noted an ambient zone in the center of the optic, which is indicative of inadvertent exposure to ambient uv light.

Event description:
The sight reported that the light adjustable lens was explanted from the patient. No additional information was provided as to the reason for the explant. Rxsight's first awareness was 9/16/2021.